Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental submitted report to update. If new information is received, a supplemental report will be submitted.

Event description:
Edwards received additional information through follow up with the healthcare provider that the patient underwent the valve in valve procedure. During the procedure, an echocardiogram showed the beginning of a pericardial effusion suggestive of lv perforation. An emergency pericardial window was preformed and multiple attempts were made to control the bleeding with simultaneous aggressive CPR efforts. However, the bleeding from the lv perforation could not be controlled from surgical point and the patient expired on the table.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23 mm aortic valve is failing after an implant duration of 14 years, seven months and is being evaluated for a valve-in-valve procedure due to stenosis and regurgitation. No additional information was provided.